Event description:
On 1/4/94, a 57-year-old female, who had 35 years previously undergone augmentation mammoplasty, presented to medical center's ambulatory surgical facility diagnosed with infected implant, left breast. She underwent surgery for removal of infected implant, left breast. The pt was discharged in stable condition.